Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained a false negative sars-cov-2 igg result generated on the architect i1000sr processing module for one patient. The following results were provided: sample ID (B)(6) sars-cov-2 igg initial result = 728.4 au/ml, repeat result = 1.0 au/ml. There was no impact to patient management reported.

Manufacturer narrative:
The field service engineer (fse) inspected the instrument and replaced the valve, manifold kit, the valve, bypass, 2 way (rohs), and the syringe assy which resolved the issue. Return testing was not completed as returns were not available. A review of the analyzer¿s service history identified no contributing factors to the current complaint and no subsequent tickets regarding discrepant patient results. A review of tracking and trending for valve, manifold kit, the valve, bypass, 2 way (rohs), and the syringe assy did not identify any trends. A review of tracking and trending for the architect i1000sr did not identify any trends. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the valve, manifold kit, the valve, bypass, 2 way (rohs), the syringe assy, or the architect i1000sr processing module for serial (B)(4) was identified.